Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (g2). The subject device was manufactured on january 2024 based on the provided 3 digit lot information "41k". However, the exact manufacture date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past similar cases, it is likely that burnt tissue generated during incision adhered on the cutting knife or distal end cover blocked the nozzle. As a result, fluids possibly could not be injected. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not use this instrument with burnt tissue adhering to cutting knife or tip. Use the instrument after removing the burnt tissue adhering with a lint-free cloth." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during the submucosal dissection, there was a problem with the single use electrosurgical knife and they were not injecting. The procedure was completed with another device. The normal duration of the procedure is 1 hour and this procedure took an additional 30 minutes. There was no consequences to the patient and there was no prolonged hospitalization.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.